Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "the diluent goes past the rubber stopper on the shingles/shingrix vaccine injection for his patient."

Manufacturer narrative:
H.6. Investigation summary: one loose 3ml integra syringe was received and evaluated. It was observed the plunger rod was depressed and the cutter was exposed through the stopper. No defect could be confirmed. The reported defect was not identified in the samples received. A physical unused sample from the same batch is necessary for leakage testing. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "the diluent goes past the rubber stopper on the shingles/shingrix vaccine injection for his patient."